Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a replacement surgery due to the inflatable penile prosthesis (ipp) not working properly. During the procedure, the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. No additional information was reported.